Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the unknown interface. It was reported that the surgeon revised the tibia due to loosening presumed by a bone scan. The base plate was very difficult to explant and resulted in some removal of bone when it was. The doctor also replaced the polyethylene to fill the gap when replaced with a revision tibia. It was impossible to tell if the loosening was because of bone/cement interface or cement/implant interface cause it was so difficult to explant. Doi: (B)(6) 2018; dor: (B)(6) 2019; left knee.